Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a 29mm sapien 3 case by trans right ventricle approach in pulmonic position. Due to severe pulmonary regurgitation, a main pulmonary artery (mpa) annuloplasty with a 28mm carpentier-edwards physio tricuspid ring was performed to create a new landing zone. A 29mm sapien 3 valve was implanted with nominal volume; however, during balloon inflation, it was found that the annuloplasty ring flipped and the certitude balloon with 29mm valve was shifted into posterior (aneurysmal part), with valve displacement from the appropriate landing zone. The cardiac surgeon moved the sapien 3 valve manually from outside of mpa to the annuloplasty ring, when it was observed that the valve was in the middle of the ring by fluoro. Then, it was decided to perform post dilatation with 2 cc overfilling; however, the valve did not sit well at the intended position. Therefore, the heart team decided to convert to on pump pulmonic valve replacement. The pulmonic valve replacement went well. The patient was hemodynamic stable after surgery and recovering. As per medical opinion, the root cause of the event was a challenging anatomy (large mpa with ra and rv enlargement with a 1.5 cm diverticulum). That made the annuloplasty ring flip during valve deployment together with limited of x-rays feature in hybrid or (non-bi-plane x-rays).

Event description:
As reported from our affiliates in thailand, this was a 29mm sapien 3 case by trans right ventricle approach in pulmonic position. Due to severe pulmonary regurgitation, a main pulmonary artery annuloplasty with a 28mm carpentier-edwards physio tricuspid ring was performed to create a new landing zone. A 29mm sapien 3 valve was implanted with nominal volume; however, during balloon inflation, it was found that annuloplasty ring was not stable enough and shifted together with the certitude balloon and 29mm valve into posterior- aneurysmal part, which made valve displacement from appropriate landing zone. Cardiac surgeon moved the sapien 3 valve manually from outside of mpa to the annuloplasty ring, when it was observed that the valve was in the middle of the ring by fluoro. Then, it was decided to perform post dilatation with 2 cc overfilling, however, the valve did not sit well at the intended position. Therefore, heart team decided to convert to on pump pulmonic valve replacement. The pulmonic valve replacement went well. The patient was hemodynamic stable after surgery and recovering. As per medical opinion, root cause of the event was a challenging anatomy (large mpa with ra and rv enlargement with a 1.5 cm diverticulum). That made the annuloplasty ring shift during valve deployment together with and limited of x-rays feature in hybrid or with non bi-plane x-rays.

Manufacturer narrative:
Updated b5 and h6- type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR is required. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no lot history review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided by the site and revealed the following: valve was fully expanded; however, the valve position could not be confirmed due to the capture angle of imagery. The IFU and procedural training manual were reviewed. It should be noted that it was a pulmonic case. The sapien 3 transcatheter heart valve (s3) with the certitude delivery system (ds) is currently indicated for native aortic valve, aortic bioprosthetic valve, or mitral surgical bioprosthetic valve replacement. It was off label for this case. The IFU and training manuals in this section are for a transapical and transaortic procedure in the aortic position for relevant guidance for an s3 implant using a certitude ds. The edwards sapien 3 system is indicated for use in patients with heart disease due to native calcific aortic stenosis at any or all levels of surgical risk for open heart surgery. The edwards sapien 3 system is indicated for use in patients with symptomatic heart disease due to a failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve (stenosed, insufficient, or combined) who are judged by a heart team to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture. The safety of the thv implantation has not been established in patients who have: pre-existing prosthetic ring in any position. Long-term durability has not been established for the thv. Regular medical follow-up is advised to evaluate valve performance. Patients with pre-existing bioprostheses should be carefully evaluated before implantation of the thv to ensure proper thv positioning and deployment. Additional potential risks associated with the transcatheter heart valve implantation procedure, the bioprosthesis, and the use of its associated devices and accessories include valve migration, malposition or embolization requiring intervention. Based on the review, no IFU or training deficiencies were identified. As the complaint for malpositioned thv was unable to be confirmed, a complaint history review is not required. Pulmonic valve replacement using the sapien 3 (s3) with the certitude delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. Therefore, the review of the risk management file is complete, and no further action is required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for malpositioned thv was unable to be confirmed based on imagery provided. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. It should be noted that it was a pulmonic case. The sapien 3 thv (s3) with the certitude delivery system (ds) is currently indicated for native aortic valve, aortic bioprosthetic valve, or mitral surgical bioprosthetic valve replacement. It was off label for this case. As reported, "due to severe pulmonary regurgitation, a main pulmonary artery (mpa) annuloplasty with a ce physio tricuspid ring size 28 mm model 6200 was performed for creating a new landing zone. The 29mm sapien 3 valve was implanted with nominal volume; however, during balloon inflation, it was found that annuloplasty ring was not stable enough and shifted together with the certitude balloon and 29mm valve into posterior (aneurysmal part), which made valve displacement from appropriate landing zone" and "as per medical opinion, root cause of the event was a challenging anatomy (large mpa with ra and rv enlargement with a 1.5 cm diverticulum). That made the annuloplasty ring shift during valve deployment together with and limited of x-rays feature in hybrid or (non bi-plane x-rays)." Per IFU, "correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture." In this case, the patient had a challenging anatomy with large main pulmonary artery (mpa), the site has limited x-ray feature, and this may have resulted in incorrect positioning of the valve. Per training manual, "a coplanar view is critical for correctly positioning and deploying the thv". While a definitive root cause was unknown, available information suggests that patient factors (anatomy characteristic) and or procedural factors (off-label operation, limited x-ray feature) may have contributed to the complaint event.